Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that an unknown cadd-solis pump repeatedly alarmed for occlusion, and that the patient¿s central line appeared to be backed up with blood. Reporter was on route to the emergency room for central line evaluation at the time of the report. There was patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported the pump was repeatedly alarming for occlusion. The patient¿s central line appears to be backed up with blood. Unable to confirm the complaint due to the device not being returned. Based on the information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.